Manufacturer narrative:
D4 & h4: serial number, model,catalog, unique device identifier and manufacturer date not available. Upon investigation of this incident, the field service engineer (fse) confirmed with the customer that new registered nurses (rn) were loaded in the system, all patents showed up successfully, the issue was with the application setting, and no further investigation was required. The system functioned as intended after the field service engineer investigated the issues of the device.

Event description:
It was reported that when using the bd pyxis¿ es server, had patients not showing at the station. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.